Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, cleaning of the expiratory cassette solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Unfortunately, the device's logs were not provided for further analysis. Our conclusion is that the cleaned part was the cause of the failure. However, the root cause to why the part failed has not been established. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated positive end expiratory pressure (peep) high alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).